Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's skin around the ipg had not healed and was causing infection. Antibiotics was prescribed and patient had been in the emergency room to be monitored.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms were rashes outside the ipg and swelling. Symptoms had subsided and reduced however there was a visible red dark area that aggravated in the ipg. The physician suspected that it was device related. In addition to that the patient felt slight discomfort and slight irritation near the aggravated area on the ipg site. However, the patient was stable and was doing well.

Event description:
A report was received that the patient's skin around the ipg had not healed and was causing infection. Antibiotics was prescribed and patient had been in the emergency room to be monitored.